Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 85 96sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 10/11/2020, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 10/25/2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen (2000 mcg/ml) via an implanted pump. The indication for use was intractable spasticity. It was reported the patient began having increase in tone so a catheter dye study was attempted, but unsuccessful. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced and the issue resolved.

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter; product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. The catheter (8598a) was returned, and analysis found the catheter body was broken and had a compressed area. The catheter (8596sc) was returned, and analysis found the had a tear in the seal near the guide ring of the sc connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient was receiving compounded baclofen via an implantable pump. The event date was noted as (B)(6) 2019.